Event description:
The device was used to administer external pacing to a pt. The device allegedly stopped pacing intermittently and displayed a pacing leads off warning message for no apparent reason. The operator changed the disposable pacing electrodes and the device functioned properly until the ambulance was approximately 5 minutes from the hospital, after which the pacing would again reportedly stop intermittently for no apparent reason. The pt's intrinsic heart rate was above 80 bpm and the pt's blood pressure had increased so pacing was discontinued. There were no adverse affects to the pt reported as a result of the alleged malfunction.